Event description:
Affiliate reported that over drainage was noted and therefore the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that there were two cuts in the silicone housing, which caused a leak. It is not clear how the cuts occurred, however it might be likely that the device came in contact with the edge of a sharp instrument. During the inspection process prior to distribution each valve is tested for these types of defects. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.